Manufacturer narrative:
(B)(4): interstitial cystitis occurred; occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by the patient that she underwent a sling procedure on (B)(6) 2005. The patient experienced intermittent pain and interstitial cystitis since shortly after the surgery. She stated that she was diagnosed with interstitial cystitis in approximately 2007. The patient was prescribed pain medication and most recently was injected with kenalog for pain but has not experienced relief. The pain has worsened over the years.